Event description:
It was reported that during an endometrial ablation, the procedure was progressing normally with the exception of the fact that the balloon pressure appeared to be labile. The physician did not support the balloon during the procedure. About 7 minutes into the procedure the physician noted that the balloon was in the vagina intact and in contact with the external cervical os and the anterior vaginal wall. Both areas were blanched. The physician will consult a urologist for evaluation of the urethra. He left an indwelling catheter in place and will consult with a urologist for management guidelines. The physician plans to treat the vaginal burn with a sulfa based cream.